Event description:
It was reported that there were "no audible alarms on device." The device was used during product demonstration and not on patient.

Manufacturer narrative:
The reported issue was discovered during an on-site demonstration training by a masimo representative. The device was returned to the manufacturer for evaluation. The investigation is currently underway.